Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium when processing on the alinity c processing module that repeated higher. Sid (B)(6) generated sodium of 119 mmol/l that repeated 141 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A search by product lot found normal complaint activity for this issue. The trend review by the product list number found no adverse trends related to this issue. A review of the product labeling concluded that the issue is sufficiently addressed. The alinity system operations manual contains multiple probable causes and corrective actions for depressed concentration ¿ ict results single assay. The qc was performing as expected during the complaint issue. A deficiency could not be determined as the trend reviews and lot search did not identify an increase in complaint activity for the current issue. No product deficiency is identified.